Event description:
A pump alarm was reported with alarm code 30 occurring during pumping. There was no adverse impact to the customer's blood glucose level. Customer support assisted the customer with loading a new cartridge using the proper technique, and the customer was able to successfully resume insulin therapy. No previous incidents with similar alarms were reported with this pump.